Event description:
A falsely elevated concentrated carbon dioxide_2 (co2_c) result was obtained on a patient sample on a advia chemistry xpt instrument. The falsely elevated result was not reported to the physician(s). The sample was repeated on two alternate advia chemistry xpt instruments. The repeat results were lower than the erroneous result. A repeat results were reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported a falsely elevated concentrated carbon dioxide_2 (co2_c) result was obtained on a patient sample on an advia chemistry xpt instrument. Quality controls (qc) recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found water in the reaction tray (rrv) bath. The water was removed from the rrv bath and dilution probes (dpp) 5, 6 and 7 were de-clogged from the reaction tray wash unit (wud). A cell blank and a precision study was performed with patient serum samples. The customer performed calibrations and quality control (qc), which recovered acceptably. The cause of the falsely elevated co2_c result is unknown. The analyzer is performing according to specifications. No further evaluation of this device is required.